Event description:
Additional information was received. There has been plans made to determine the exact issue on monday.

Manufacturer narrative:
Event date is approximate.

Event description:
Additional information was received from a manufacturing representative (rep) indicating that the patient met with a rep yesterday and tried to charge with two different rechargers. The issue was found to be that the charger was not being held in the correct spot on their chest. The issue was thus resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had inconsistency with getting the proper coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.